Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an air in line failure. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door, scratched lens, and a worn dso seal. Air in line alarms were revealed multiple times in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. The root cause was unable to be established. The dso seal, air detector, pin connector, optic switch, switch bracket, lcd lens, lens seal, and battery door were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.